Event description:
Customer reported hospitalization due to high blood glucose. Customer is dizzy, hard to walk and not feeling well. Customer treated with manual injection. The blood glucose reading at the time of the event was 960 mg/dl. Customer stated that he ran out of test strips and could not test the blood glucose level. Customer was kept overnight at hospital. The current blood glucose is over 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.